Event description:
The customer reported to olympus, the telescope, had a broken eyepiece. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found a broken eyepiece funnel. Furthermore, the following additional issues were identified during inspection: a bent distal end, a leak through the light guidepost, a dented distal edge, debris under distal cover glass, corrosion around the cover glass, and a dark spot on the optical. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected fields: g2 (company representative does not apply to this event) and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fifteen (15) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that parts broke off broken eye piece occurred due to application of excessive force during use of the device, the error patterns also very likely indicate the impact of a major mechanical force caused a blow or a fall. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.